Event description:
Pt presented with an acute pocket infection 6 wks post-implanted cardiac leads. All 3 newly implanted leads were extracted in the ep lab w/o difficulty using straight stylets. A lld-ez was attached to the redundant rv lead (7 yrs old) and md began lasing with the 14f sls. Approx 4" from the distal tip of the lead, the md began slow traction and on the 3rd pull the lead came out. The pt's bp dropped from the 140s to the 40s within 15 seconds. The md immediately performed a pericardiocentesis and extracted approx 300 ml of blood. While this was being done, the CT surgeon and operating room were notified the pt would be arriving soon. The pt was taken next door to the operating room, an emergent sternotomy was performed, a perforation in the rv apex was found and repaired. The pt was stabilized and transferred to the ICU. No devices were retained for return analysis as they were disposed off during the code. An internal lot history review showed no non-conformances or issues.